Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom power adaptor was not supporting a patient. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom power adaptor was not supporting a patient. The customer, a certified syncardia distributor, reported that the led light of the adaptor switches on briefly and then off when an ac power is plugged in. The customer also reported that the freedom power adaptor had an unusual odor.

Manufacturer narrative:
The freedom power adaptor was returned to syncardia for evaluation. The indicator led was observed to illuminate momentarily then shut off, accompanied by a burnt component smell, thus confirming the customer-reported issue. Internal visual inspection identified damage to capacitor c27 consistent with electrical overstress (e.g current surge event). The root cause of the reported issue was determined to be a damaged tantalum capacitor (c27). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom power adaptor was not supporting a patient. The customer, a certified syncardia distributor, reported that the led light of the adaptor switches on briefly and then off when an ac power is plugged in. The customer also reported that the freedom power adaptor had an unusual odor.